Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 3035472/7072036, UDI: (B)(4).

Event description:
It was reported that the patient experienced a difficulty and extended charging of the implantable pulse generator (ipg). The ipg had migrated, and patient had an inadequate stimulation despite a reprogramming attempt. The left lead had four contacts that were out. The patient underwent an ipg and lead replacement procedure. The explanted devices will not be returned per hospital policy and patient was doing well postoperatively.